Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After inserting the farawave catheter into the sheath, large amounts of air were observed to be pulling into the syringe. 60 ml of air were aspirated and a st segment elevation was observed during this. After 5 minutes the condition was solved and the device was replaced. The procedure was completed successfully after this event. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.